Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transaxilliary approach. During the procedure, difficulties were found when advancing the commander delivery system and valve through the esheath, but it was able to be achieved. Alignment difficulties were noted but were troubleshooted by unlocking the device to get rid of tension and trying the alignment again. During balloon inflation, it seemed the proximal part of balloon didn't inflate as expected and valve embolized into aorta. Several attempts were made to get valve down into annulus, but not possible. The plan was to deploy valve with the help of a wire into descending aorta. However, the patient became unstable and status deteriorated rapidly. CPR commenced no output and torrential aortic regurgitation. The 29mm s3 valve was deployed in ascending aorta but during this time the balloon was also not inflating on the proximal part (probably due to the fact that the balloon might have twisted during alignment and tension in the system). It was needed to pull and change the balloon position in order to get full balloon inflation and CPR continued while second valve was prepped. After withdrawal, damages were found on the sheath and commander delivery system balloon. A second valve was placed in a good position but due to prolonged CPR and deteriorated state the patient expired. As per pre-decontamination evaluation it was found that the liner was fully delaminated 3,5cm from tip and inverted (c-marker was present). Two kinks were observed at 12cm and 16,5cm from strain relief.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14764 and 2015691-2023-14766.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint thv embolized into aorta was confirmed based on the provided imagery. There was no allegation or indication a device malfunction contributed to this adverse event. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''during procedure, difficulties were found to advance the commander delivery system and valve through the esheath, advancing the system to the intended position and to perform the fine alignment the valve within the balloon'' and ''during balloon inflation it seemed the proximal part of balloon didn't inflate as expected and valve embolized into aorta''. Per training manual, ''check to ensure: thv is exactly between the valve alignment markers'' prior valve deployment. Per imaging evaluation of the provided cine, the crimped valve was not aligned within valve alignment markers prior to valve deployment, so the deployed valve was pushed toward aorta during the deployment and resulting in valve embolized into aorta. As such, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.